Event description:
Olympus was informed that the operator got a mild shock form the ues-40 during gynaecology surgery. The facility completed the procedure using the subject device. There was no report of pt and operator injury in this event.

Manufacturer narrative:
Olympus evaluated the device but the phenomenon was not reproduced. Olympus could not determine the cause of electrical shock for the operator. But there might be electrical paths because the operator touched metal parts of the operating table or other devices. The phenomenon might be also caused by the use environment such as no grounding because the facility completed the procedure using the subject device and the phenomenon occurred during only this procedure. Olympus also checked the mfg history of the subject device, and there was no irregularity found. The instruction manual mentions notifications of electrical shock. This report is being submitted as a medical device report in an abundance of caution.